Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging. Upon follow up with the patient's nurse, it was stated that this patient is originally an hd patient. The patient was travelling and unable to coordinate an in-center treatment, therefore conducted peritoneal dialysis therapy at his hotel. There was no adverse event or medical intervention administered as a result of this fluid leak. The patient is now back on hemodialysis and completing treatments. The disposable product is not available for return.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging. Upon follow up with the patient's nurse, it was stated that this patient is originally an hd patient. The patient was travelling and unable to coordinate an in-center treatment, therefore conducted peritoneal dialysis therapy at his hotel. There was no adverse event or medical intervention administered as a result of this fluid leak. The patient is now back on hemodialysis and completing treatments. The disposable product is not available for return.

Manufacturer narrative:
(B)(4).